Manufacturer narrative:
Concomitant products: product ID 863720, serial# (B)(4), implanted: (B)(6) 2008, product type pump; product ID 863720, serial # (B)(4), implanted: (B)(6) 2008, product type pump; product ID 8703, lot # j91085337, implanted: (B)(6) 1991, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (6.3 mg/ml, 0.4050 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the pump alarm did not go off when it was supposed to. The patient went in for a pump refill on (B)(6) 2015. Telemetry showed that the pump went to eos (end of service) on (B)(6) 2015. The doctor and the patient were surprised. The pump was not alarming at the (B)(6) 2015 refill. It did beep sporadically after it reached eos a few times in (B)(6) 2015. The patient's daughter heard it beeping; she heard a one toned beep twice and a two-toned beep once from the pump. The patient never heard any alarms. The patient experienced withdrawal symptoms; the patient had diarrhea, upset stomach, lack of appetite, and legs jerking. The withdrawal started suddenly on (B)(6) 2015. Per the patient, she was on a low intrathecal dose, so it wasn't bad withdrawal. The patient was in the hospital at the time for her atrial fibrillation issues that began in (B)(6) 2013; the hcp (healthcare professional) thought she picked up something from the hospital stay. The patient had had ¿several or dozens¿ of cardioversions related to her cardiac issues; the patient later stated t hat since (B)(6) 2013 she had ¿7 or 8 or maybe more.¿ she thought that the cardioversions had something to do with the battery going dead. The last one, prior to the pump battery going dead, had been done in april or may. She did not tell her pump managing physician about the withdrawal. The pump could not be replaced until after the patient had an ablation for her heart; she was hoping by the end of the year. As of (B)(6) 2015, the pump beeped ¿5 times very sporadically; about every other day it will beep 5 times all in a row.¿ follow up was performed for information regarding troubleshooting, and actions/interventions. If additional information is received, a follow-up report will be sent.